Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-00513. It was reported the patient experienced a spinal headache since her implant procedure. The patient was treated with a blood patch; however, the patient was hospitalized on (B)(6) 2017 as her symptoms persisted. As of (B)(6) 2017, the patient had been discharged with an improved health status. No further intervention is planned at this time.